Manufacturer narrative:
Returned device was received battery compartment is damaged. Battery is missing. During the evaluation of the device. Unable to duplicate the customer reported condition was not confirmed. No fault found. No previous service histories. Manufacturing DHR is not relevant to the investigation due to the age of the device.

Event description:
It was reported that smiths medical parapac ventilator had tidal volume out of tolerance. No adverse patient effects were reported.